Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed a scrotal infection, which necessitated a surgical intervention. The infection type was not determined. The entire ipp was removed, the affected zone was washed out and a tactra was put in. No additional patient complications were reported.

Manufacturer narrative:
The device was not returned; therefore, no laboratory testing of the product was performed. The reported patient symptom is a known risk associated with use of this device as indicated in the instructions for use (IFU).